Event description:
It was reported that during a surgery, the pump delivered and pumped so quickly after starting that the suction failed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 19-mar-2026 - further information was received: it was reported that during the arthroscopic rotator cuff repair, the pump delivered and pumped so quickly after starting that the suction failed. Due to the pump malfunction, the surgical technique had to be changed and an open surgical technique was used. The surgery was finished successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.